Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user observed insulin leaking into the cartridge chamber during cartridge fill and priming of the ilet system, with no drops from the tubing after extended priming; the issue was addressed through communication and user education, and therapy was resumed with a new cartridge, with the device component implicated being the plunger and the problem characterized as an improper or incorrect procedure or method. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to technique, associated with the plunger. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.